Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the malfunction, and the customer was advised to call back if the issue recurred. The customer acknowledged and understood these instructions and continued using the pump without further issues.